Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, the reportable event "borescope showed damage" was caused due to component failure. Additionally, the cause for the reportable event "borescope showed debris" could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the colonovideoscope borescope showed debris and damage. There was no patient involvement.